Event description:
Information was received from a healthcare provider regarding a patient having spinal therapy for unknown indication. It was reported that image is distorted. The event timing was prior the surgery/operation during preparation and there was no patient involvement. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis #product:9560100, lot no:1192784 it was observed that the outer tube was damaged during the incoming inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis- product:9560100, lotno:1192784 during the incoming inspection, it was found that the outer tube had scratches. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.